Manufacturer narrative:
D10 - date returned to mfg - 3/10/2020. H10 - one new list# 142550489, primary plum set 0.2 micron flt, clave y-site, pe lined tbg, secure lock, 104 inch, lot# 4124743 was returned for evaluation. The complaint of leakage on the returned primary plum set could not be confirmed. The returned sister sample was leak tested per product specification. There were no leaks anywhere along the fluid path. The used sample reported in the complaint was not returned for evaluation. The returned primary plumset met product specification. A device history review (DHR) for lot# 4124743 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was discarded. The customer will provide a sister sample for evaluation.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch that after approximately 70 minutes of chemotherapy treatment, leaked at the filter of the tubing set. The medication was being infused at approximately 270ml/hr, via an unspecified hospira pump. It was reported that the pump did not alarm since the filter is located on the proximal portion, between the pump and the patient's arm. There was no breakage/defect in the tubing noted. There was a report of a small amount of medication on the patient¿s skin but no harm to the patient was reported.